Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient was walking to his car, lost his balance, and fell. He hit his head and did not sustain a head injury but broke two ribs. The next thing he remembers is being in an ambulance. The paramedics checked his bg which was 1.9 mmol/l but the cgm was showing 12.2 mmol/l. The paramedics gave him glucose to correct his bg. He was taken to the hospital where he was given something to eat after they provided unspecified medical intervention for the injuries. He was discharged four days later. At the time of the report he was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.